Manufacturer narrative:
(B)(4). The complaint neopuff was returned to fisher & paykel healthcare's service center in (B)(4) for evaluation. Method: the inspiratory pressure control knob was checked for any malfunctions, as reported. The device was also checked to ensure accurate pip (peak inspiratory pressure) and peep (positive end expiratory pressure). Results: the inspiratory pressure control knob had been turned up to the maximum setting and therefore could not be turned up any higher. Conclusion: no fault was found with the neopuff device as the control knob functioned properly and passed the relevant pressure tests. The fisher & paykel healthcare service center in (B)(4) turned the knob down from the maximum setting and returned the unit to the customer.

Event description:
A distributor in (B)(6) reported that the inspiratory pressure control knob on an rd900 neopuff infant resuscitator had stuck. No patient consequence was reported.